Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that upon final angiogram, there was a large unknown endoleak coming from the contralateral iliac limb. The physician elected to place another talent stent graft and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other (secondary intervention was preformed) - evaluation results: endoleak. Unknown cause of endoleak.